Event description:
An elective replacement of an automatic implantable cardioverter defibrillator (aicd), the physician noted that one of the pt's rate sensing leads, was fractured aat or near the pin. The other rate sensing lead was discolored and body fluids were noted inside the lead. Both leads were removed from service and replaced with bipolar endocaardial tined lead.device labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.